Event description:
It was reported that the patient presented in-office for follow-up. Upon interrogation, the right atrial lead exhibited noise which caused inappropriate auto mode switching. Programming changes were discussed and no intervention was performed.